Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was giving the patient high readings as compared to another device. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(4) 2012. The mss was advised by the patient that she tests between two to four times a day and that her normal reading in the morning is usually in the "70's mg/dl" range. At an unspecified time in the morning of (B)(6) 2012, the patient obtained an alleged "higher reading than usual but not high enough to worry about" with the subject meter. The patient stated that she does not take any medication to manage her diabetes and denied making any changes to her usual diabetes management routine in response to the reported issue. By 7:00am, on the same morning, the patient claimed to have become "unresponsive" and immediately after, ems was called in. The patient was tested on the subject meter and reported a blood glucose result of "52mg/dl" and "20mg/dl" on the ems meter, performed within 20 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The cca was informed by the patient that shortly after, she was administered with IV glucose and "felt better afterwards." At the time of troubleshooting, the cca determined that an approved sample site was used for testing. The cca also noted that the patient did not have control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received medical treatment for an acute complication of diabetes after the alleged issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. The test strips have also been returned to lifescan for evaluation on (B)(4) 2012. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. The 510(k) # is k061118.

Manufacturer narrative:
Follow-up (5/21/2012) - device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.